Event description:
Patient reports the cadd legacy pump (B)(4): due (B)(6) 2019 is cracked where the lock is and occasionally alarms no disposable. No further information is known. The reported product fault occurred while in use with a pt. The reported issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.